Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Functional quality testing was not performed since the attachment was not working post production testing. An actual temperature reading was not captured however, a root cause as to why this situation could have occurred could be determined based on quality observations. Both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear on the teeth of the gears.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned the doctor's finger and a patient's lip was burned. The doctor prescribed lidex gel for the patient's burn.